Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station users were unable to login. A technical support specialist (tss) accessed the station and logged in with administrative credentials, then reviewed a knowledge article related to biometric sensor failure after a remote software update. The tss retrieved the required installation package from the file transfer location and transferred it to the station. The tss uninstalled the existing lumidigm device service through the control panel, installed the updated driver package, and updated the biometric sensor driver through the device manager. The tss verified that the lumidigm device service was running, configured automatic login settings in the station configuration utility, and restarted the station. The tss confirmed with the customer that the issue was resolved and proceeded with case closure upon receiving approval. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system station users were unable to login. Customer tried to reboot, but issue was not resolved. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.